Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest. The patient was reportedly wearing the lifevest during the event until the patient became unconscious and the nurses removed the lifevest. Review of the download data indicates that the patient was in a sinus rhythm at 100bpm when CPR artifact was evident on the patient's ECG recording. The lifevest delivered 1 shock at 101j and 973ohms. CPR artifact contributed to the detection. The electrode belt was being disconnected at the time of the treatment, resulting in the low energy, high impedance shock. The rhythm at the time the device was disconnected is unknown due to the presence of CPR artifact.